Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by a circuit board failure. In addition, service found fluid invasion in the device, an electrical contact on the video connector was corroded, the video connector was dented, the cable was wrinkled, a switch button was scratched and discolored, and the scope mount was bent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility. The additional information was added to sections b3 (event date), and b5 (describe event or problem).

Event description:
Additional information was received from the user facility: the reported issue (the subject device was not displaying an image) was identified during pre-use inspection, before an unspecified procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the circuit board failure could not be identified at this time. Olympus will continue to monitor field performance for this device.